Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a decanav electrophysiology catheter and a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Then while using cyro the doctor was freezing for 60 seconds when he found the diaphragm was not moving strongly. He ended the freezing cycle and at that time determined that there was phrenic nerve damage. The decanav catheter and us catheter was in the patient at the time of the issue. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was that cryo therapy immediately stopped. Attempted to stimulate phrenic nerve with pacing. Outcome of the adverse event was fully recovered. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Event description of the 3500a initial medwatch report. It was incorrectly reported the patient suffered "cardiac tamponade requiring pericardiocentesis", however, the patient suffered "diaphragmatic paralysis".

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a decanav electrophysiology catheter and a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the carto had a 6101 an invalid catheter ID is detected error. The catheter was replaced and the case continued. Then while using cyro the doctor was freezing for 60 seconds when he found the diaphragm was not moving strongly. He ended the freezing cycle and at that time determined that there was phrenic nerve damage. The ablation catheter was open but never used. The decanav catheter and us catheter was in the patient at the time of the issue. The pentaray was used before the issue. Decanav r7f282ct serial number (B)(6), pentaray d128211 lot number unknown, ablation catheter d134805 31047126l, cartosound r10439072 2188493. Carto serial number (B)(6), generator g4c-2213, and pump g4cp-2072. Except for the 6101 error the biosense equipment worked within specifications and the caller does not request equipment evaluation. Unknown what intervention may be done at this time. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was that cryo therapy immediately stopped. Attempted to stimulate phrenic nerve with pacing. Outcome of the adverse event was fully recovered. Lot number of the pentaray nav eco 7fr, d, 2-6-2 (d128211) that was used is not available. Pentaray nav eco 7fr, d, 2-6-2 (d128211) is available for return to analysis, they need a return box the event did not require medical or surgical intervention. Surgery was delayed due to the reported event. The procedure was successfully completed. Action taken when event occurred was reseated the cable to catheter and piu (patient interface unit), changed cable, changed catheter. They need a return box for the u/s catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).